Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that the distal portion of a cartridge split during an intraocular lens (iol) implant surgery. The device was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The used company iii (d) cartridge was returned with the lens. Viscoelastic is observed in the cartridge. The lens has been advanced into the nozzle tip. The nozzle and the tip are split across the top at the area of the iol. The lens is protruding through the damaged area. The distal portion of a haptic and a portion of the optic are broken adhered to the outside of the nozzle with viscoelastic. The cartridge has evidence it was placed into a handpiece. The company product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a non-qualified company, 32.0 diopter lens. The company, 32.0 diopter is only qualified for use in the company iii (b) cartridge. Iol product history records were reviewed documentation indicated the product met release criteria. The company cartridge was returned. The device is split starting in the thick wall of the nozzle extending into the tip of the device. Lens damage was also observed. The root cause for the damage is a failure to follow the dfu. The company lens model is not qualified for use with the company iii (d) cartridge. The company, 32.0 diopter lens is only qualified for use with the company ii (b) cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).